Manufacturer narrative:
The insulin pump had intermittent button response due to flattened esc, act and keypad domes. The keypad was not sticking, however the device did have flattened keypad domes. The device had minor scratches on the lcd window, cracked case near display window corners and cracked reservoir tube lip. The keypad connector was found properly closed during visual inspection. (B)(4).

Event description:
Customer's wife reported via phone call that the insulin pump had keypad anomaly. Customer stated that the buttons are sticking. Customer's blood glucose reading was 200 mg/dl. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.